Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. It was noted that the patient had 2 implantable neurostimulators (ins) present during the event. See manufacturers report # 3004209 178-2016-24044 for concomitant ins information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information from patient via the manufacturers representative reported that the patient was not able to feel the stimulation from the implantable neurostimulators (ins). The patient had one spinal cord stimulator (scs) system and one peripheral nerve stimulator (pns) system. The patient fell 2 months ago and reported a loss of consciousness (loc) and went to the emergency room (ER). The patient did have x-rays taken but they were not available to the manufacturer. They then had a second fall 2 weeks following the previously mentioned fall and had more pain in the lower back. An impedance check performed showed values within normal limits for the scs system and values all above 10 ,000 ohms on the pns system. More x-rays were to be taken on (B)(6) 2016. The issue was not resolved at the time of report. The patient status was not as alive no injury. The indications for use for the implanted device were noted as cervical radiculopathy, radiculopathy, and spinal pain.

Event description:
Additional information received from the consumer via the manufacturer¿s representative (rep) reported they had a lack of therapy from one of their leads, but there were no factors reported that could have led or contributed to this. An impedance check was performed prior to surgery with all impedances out of range (oor). The other lead was providing stimulation in the stomach, but there were no factors reported that could have led or contributed to this either. An impedance check was performed and an x-ray was taken with impedances within range, but the lead looked like it was too far lateral. As a result the lead that was providing a lack of therapy with high impedances was replaced resulting in the impedance results being in range, and the lead that was too far lateral and providing stimulation in the stomach was revised to be more midline resolving the issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.